Event description:
A malfunction was reported, impacting the customer's blood glucose level, which exceeded 500 mg/dl and was displayed as "high." The customer did not require third-party assistance due to the blood glucose level and managed the condition through a correction injection via mdi. There was no report of injury, and the presence of ketones was not determined as the customer did not test for them. Technical support provided guidance on resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.